Event description:
It was reported that the device was found to be missing bearings by the distributor's returns team. There was no patient involvement. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the returned product found them to exhibit signs of repeated use and were disassembled complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. These devices are confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.